Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient experiencing fatigue presented for follow up. The pulse generator exhibited backup vvi mode. The device remained implanted.